Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a prostatectomy procedure, the endoscopic imaging system displayed an abnormal video feed, presenting as a steady green image on both the operating room team interface (orti) and the surgeon console 3d monitor. The endoscopic system modules were found not working properly and the start-up specialist (sus) restarted after reseating their power connections, after which the video feed was restored. No patient injury. No negative impact in state of health reported.